Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing intermittent, ¿jumpy¿ cgm readings ranging from approximately 154 to 192 mg/dl. She did not have access to a glucometer at home and reported feelings of fatigue and weakness. At approximately 9:00 a.m., the patient contacted emergency medical services (ems). Upon arrival, ems did not obtain a fingerstick blood glucose (fsbg) measurement and transported the patient to the emergency department. During evaluation in the emergency department, the patient reported a blood pressure reading of 200 and stated she had a pre-existing diagnosis of hypertension and was taking an antihypertensive medication, although she could not recall the medication name. She indicated that the elevated glucose readings may have been related to her blood pressure medication. An fsbg measurement obtained in the emergency department was 288 mg/dl, while the cgm reading was approximately 188 mg/dl. The cgm sensor was calibrated during the emergency department visit. The patient received intravenous fluids and oral zofran; however, she was uncertain of the specific medication details. She reported that she stopped referencing the cgm after being advised by nursing staff that the device required calibration. The patient remained in the emergency department for approximately eight hours and was discharged. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.